Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump received battery failed alarm. Customer blood glucose level was unknown. Customer also stated that the insulin pump was exposed to moisture. The device will be returned for analysis.